Event description:
A report was received that the patient was having difficulty aligning charger to the ipg. It was determined that the pocket was too deep. The patient underwent a pocket revision and was doing well postoperatively.